Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a check clutch/ plunger lever error in the event history log (ehl). An occlusion test was performed. The motor drive issue reported by the customer was confirmed. The clutch halves were worn from normal use. The pump was over eight years old. Normal/expected wear was established as the root cause of the reported problem. The worn clutch halves were replaced.

Event description:
It was reported that the motor drive clutch plates on the medfusion pump needed to be replaced. No patient injury or complications were reported in relation to this event.